Event description:
It was reported that the pump was at 60% battery life when it suddenly delivered a low power alert, shut off, and became unresponsive. During troubleshooting, customer plugged pump into a power source and it turned on with a reset message. The customer's blood glucose level was impacted (>200 mg/dl).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.